Event description:
Gelsyn route of administration: intra-articularly. Indication: unilateral primary osteoarthritis, left knee; unilateral primary osteoarthritis, unspecified knee. Patient reported there was a hospitalization for goiter (specifics or details were not provided), since last fill or in the past three months and the specialist is aware of this. Dates, or length of stay of the hospitalization are unknown. No further information available or dates are known or were reported. All known information is contained on this form. Consent to contact the reporter has not been received, for follow up please contact the prescriber. Reported to (B)(6) by pt/caregiver. Ref reports: mw5161070 and mw5161071.